Event description:
Hamilton medical ag received the following event description: it was reported that the device went into safety ventilation (tf 1385002) on (B)(6) 13:02:57 followed by various tf's and tn's. 2433/ (B)(6) 2026, 13:02:57/tf /1385002, 2432/(B)(6) 2026, 13:02:57/tf /1346054, 2431/(B)(6) 2026, 13:02:57/tf /341005, 2430/(B)(6) 2026, 13:02:57/tf /1746004, 2429/(B)(6) 2026, 13:02:57/tf /346054, 2428/(B)(6) 2026, 13:02:57/tf /341005, 2427/(B)(6) 2026, 13:02:57/tf /341005, 2426/(B)(6) 2026, 13:02:57/tn /543951. Manual ventilation was provided until an alternative ventilator was available, after which ventilation was resumed with another ventilator. No harm to the patient occurred.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.